Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 479 mg/dl, and diabetic ketoacidosis. The customer alleged that the pump stopped insulin delivery; however this could not be confirmed as customer was unable to upload pump data for review by tandem technical support. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.